Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The returned product was not analyzed as the complaint of "ipg migration" could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pain/discomfort due to the ipg moving in the pocket. The pt's doctor believes the ipg will be secured in the pocket once scar tissue has formed.

Event description:
Additional information gathered revealed the doctor chose to explant and replace the patient's ipg (with a different model). The doctor also implanted the replacement ipg at new pocket site.